Event description:
The customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.